Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system and previously capped left ventricular (lv) lead were explanted due to infection with bacteremia. The organism of the infection was identified as methicillin-resistant staphylococcus aureus, and the source was the pocket and blood. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtpb2d1 crt-d implanted: (B)(6) 2025, 5076-45 lead implanted: (B)(6) 2008, 694758 lead implanted: (B)(6) 2008 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.